Event description:
The user experienced issue with linearity material for albumin. Of the data provided, the results for three levels of material were discrepant. All results are in g per dl. Level 1 of material had a mean result of 1.20 with an assigned value of 0.00. Level 5 of material had a mean result of 7.23 with an assigned value of 8.07. Level 6 of material had a mean result of 7.57 with an assigned value of 8.87. No allegations of erroneous results for pt samples were made. The field service representative could not find an instrument related cause and performed an instrument check test and precision testing.